Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** (B)(4) 2011 - medical records were received. The revision operative report indicates the patient was revised on (B)(6) 2010 due to recurrence of adverse soft tissue reaction. Additionally it was reported that the patient had numerous dislocation of the right hip; however, she was not fully compliant with all of her postoperative restrictions. The complaint was reopened to update the event description and the product involved. *update**litigation received alleging that the patient suffers from pain, elevated metal ions, pseudotumors, and particle disease. Also alleged is decreased range of motion and difficulty ambulating. An acetabular cup has been added to address these issues. Part/lot in for have been identified through an invoice search. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.